Event description:
The user facility reported a 70-year-old male on impella cp for mechanical circulatory support. A transcatheter aortic valve replacement (tavr) was performed due to gastrointestinal bleeding. After the valve was deployed, the patient decompensated and the impella was implanted for additional support. A lack of perfusion was noted in the distal limb. A retrograde sheath was placed beside the right femoral access site. The impella sheath was substituted for a gore dryseal sheath, and the side port was attached to the port sheath for distal perfusion and to achieve hemostasis. Weaning was successful, the device was explanted, and the procedural outcome is the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. Impella cp with smart assist system instructions for use for the related event are as follows: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿